Manufacturer narrative:
Field service was performed and after replacing all the optics transmitters, the discolored display was resolved. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was the optics transmitter.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
A red tint was noted on the left half of the screen and the tablet was booting up to a (B)(6) error message. The patient was under general anesthesia at the time and troubleshooting caused a clinically significant delay. The issue was eventually resolved and the procedure was completed with no adverse consequences to the patient.